Event description:
It was reported that during testing at the user facility, the device was determined to be leaking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to confirm any external substances on the device.

Event description:
It was reported that during testing at the user facility, the device was determined to be leaking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.